Event description:
Hosp personnel attended to a pt in a code situation. Defibrillation therapy was attempted however, the operator reportedly noticed the crt display had gone blank. Another device was immediately made available and therapy was contributed. The pt expired however the rptr indicated the device malfunction did not cause or contribute to the pts death. The opinion was based upon lack of pt viability.